Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the available information it is believed, that the advancement difficulties observed were not related to device performance, but rather to patient condition ("slightly tortuous left femoral" and "strong tortuousity in the aorta"). However, without an investigation of the used device, we are unable to give an exact root cause and no conclusion can be drawn. There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient had two debranches and the physician inserted the delivery system from the slightly tortuous left femoral and attempted to advance it over tscmg-35-300-les3-jp. However it wouldn't be advanced to the target site due to strong tortuous in the aorta. He replaced it with another one to complete the procedure. Patient outcome: the patient didn't experience any adverse effects due to this occurrence.